Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with multiple episodes of right ventricular and atrial lead noise. No inappropriate shocks were delivered. Impedance numbers were normal and within range. Noise could not be replicated with movements. The patient was further evaluated. No changes were done. Patient was stable. Related manufacturer reference number: 2017865-2020-01142.